Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, which resolved the issue, and advised the customer to continue using the pump while reaching out again if the malfunction recurs. The customer understood the instructions given.